Manufacturer narrative:
Additional codes added to section h6 evaluation codes result and conclusion. Device evaluation summary: one battery pack assembly was returned to medtronic for further analysis. The battery pack assembly terminal voltage measured at the connector was reading 25.8 v which is within the expected range. The battery was attached to the test ventilator and it successfully passed all tests and calibrations. After disconnecting the ac power, after 13 minutes a medium urgency visual and audible alarm indicated a low battery, with running time of less than 2 minutes. Operating time for a new, fully charged battery is at least 60 minutes. This battery pack fell well short of 60 minutes operating time. The 840 ventilator system service manual, table 1-11: schedule of periodic maintenance states that the battery pack should be replaced every 2 years or as necessary. The event notified date is 12 february 2019, with a manufacture date of september 2016, this battery pack should have already been replaced as part of the preventative maintenance schedule. The cause of the observed condition was determined to be the depleted service life of the battery. No corrective actions were taken since the event included in monitoring. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: per the ventilator operator¿s manual, the backup power source (bps) can operate the ventilator for at least 60 minutes (30 minutes on ventilators built prior to 2007) which allows for transport of the patient and the ventilator within the healthcare facility. The ventilator generates an alarm when there is less than two minutes of battery remaining. In this event, the battery depleted after the alarm was generated, resulting in the ventilator shutting down as there was no alternating current (ac) power due to the patient being transported. The medtronic service engineer evaluated the ventilator and the ventilator passed the battery testing. The ventilator was operated on a test lung and the low battery alert was generated at approximately at the 11 minute mark while on battery power. The engineer replaced the battery. The ventilator passed all testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator turned off with little warning. The ventilator alerted 2 minute battery warning then the unit shut down with an audible alarm. The patient was placed on an alternate ventilator and there was no harm to the patient as a result of the event.